Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad was unresponsive when attempting to bolus. Customer noticed that the numbers on the insulin pump were ramping up. Customer's blood glucose reading at the time of the call was 115 mg/dl. No further information reported.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No number anomaly was noted on the display. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.